Event description:
It was reported that the atrial lead dislodged the day after the implant. The lead was explanted and replaced. The explanted lead was damaged during explant. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all insulators were breached cut. It was also noted that the outer insulation had a cosmetic and breached cut, there was blood in/on the helix mechanism and sleevehead and there was apparent explant damage.